Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient underwent endovascular treatment of abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis with c3® delivery system (excluder device). The device was delivered to the target lesion through dsf1833 introducer sheath. The introducer sheath was withdrawn to the distal end of the endo. The deployment knob of excluder device was rotated and pulled to deploy the device. The white deployment line on the knob was pulled out of the catheter, and it was found that the proximal end of the endo was not fully expanded. Physician turned to the backup deployment mechanism; but line 1 was not found. Therefore, the excluder device was withdrawn into the introducer sheath and removed completely. Another excluder device was used to complete the procedure successfully. Patient tolerated the procedure and had no harm.